Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the reservoir was leaking. Customer's blood glucose was really high. Customer stated she saw a little something coming out of the reservoir. Customer stated she did not have a leak anywhere she actually saw drops coming out of the end of the tubing. Customer stated her previous pump failed high pressure test and it failed. High pressure was done on current device and it passed. Customer was advised that high blood glucose can be caused because of site issues were informed to talk to doctor about possible scar tissue. No further information reported.